Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during the acl reconstruction surgery, when tightened the suture, the suture of the rgd loop adjustable long was broken. Another suture was used to fasten with this suture to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was returned for investigation. Visual inspection confirms that two pieces of the suture were broken. This complaint can be confirmed. The broken suture was taken to a lab and pull tested. The green/white suture was tested first. It was placed into the fixture on the instron machine and pulled. The suture did not break but slipped in the fixture. The maximum value on the test was 341.481 n (76.768 lbs.) See test run 3 on the attached file. The broken white suture was tested. The suture did not break but slipped in the fixture. The maximum value on the test was 319.406 n (71.805 lbs.) See test run 4 on the attached file. The maximum value required for the testing of this type of suture is 222.411n (50 lbs.) So, the pull test passed on both pieces of suture. A manufacturing record evaluation was performed for the finished device [3l87400] number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [3l87400] number, and no non-conformances were identified.